Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. Subsequent analysis of the patient¿s sample in duplicate, on the same instrument, recovered lower results within the risk stratification. The erroneous result was not released out of the laboratory as the laboratory protocol states to reanalyze all patient samples with initial results of greater than 0.50 ng/ml. There was no patient injury or change in patient treatment associated with this event. System parameters, including quality control (qc) and calibrations, were performing within assay and instrument specifications.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. All levels of quality control (qc) had been performing within the laboratory's established ranges from (B)(4) 2013. Assay calibration, performed on (B)(4) 2013, indicated all levels of calibrators passed within calibrations. The patient's sample was collected in 13x75 mm serum tube and centrifuged at (B)(4) rpm (rotations per minute) for three minutes, at room temperature. A definitive cause of the incident is unknown.